Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was experiencing intermittent low blood glucose (bg) levels (51 mg/dl). Yogurt and cookies were consumed to address bg level. Contact stated they prepared the food for the customer as they are too young to do it themselves. Contact stated the suspected cause was personal profile adjustments that the customer's healthcare provider (hcp) made. Reportedly, the hcp increased the basal rate and insulin duration. A recommendation was made for the customer to further discuss low bg levels with their healthcare provider.